Event description:
The event is reported as: the first three staples did not form properly. No pt injury or intervention reported.

Manufacturer narrative:
Device evaluated by MFR. The device sample was received for eval on 07/27/2009. The results of the device eval and investigation are not available at the time of this report.